Event description:
It was reported that in the operating room, when the clinician was attempting to remove the swg that was placed in the pt's left radial artery, the swg stretched and could not be removed. As a result, the swg assembly had to be removed by making a small incision. A non arrow needle was then used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.